Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the extravascular (ev) lead was tunneled a total of four times to achieve adequate sensing. It was noted that while suturing, the r-wave measurements dropped dramatically and the lead position was altered under imaging. The lead was tunneled to the lateral pocket and capped, but left in place to assess sensing at a future procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that approximately one month post-implant, the patient presented for extravascular (ev) lead assessment where fluoroscopy showed that the ev lead had flipped. The pocket was opened and the lead was connected to an external analyzer where programming attempts were made to ensure adequate sensing in the flipped position, however low r-waves and undersensing were observed. The physician elected to remove the ev system and implant a different device.